Manufacturer narrative:
Updated fields: b4, b5, b6, g2, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that encountered the issue, replaced the pim to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, b5, g3, g6, h2, h6- investigation conclusions, investigation findings ,h11 corrected field- d10, e1 ( initial reporter name, event site e-mail), g2. Due to character limitation, below field are added from e1- initial reporter name- (B)(6).

Event description:
It was reported that during pm by field service engineer , the cardiosave intra-aortic balloon pump (iabp) pim test failed. There was no patient involvement.

Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, the pim test failed, there was no patient involved.